Event description:
The registered nurse called to report the p.e.e.r. Retractor broke during use. A loaner was requested. The registered nurse reported there was no pt injury. The instrument was received for evaluation on 7/17/2003. A visual inspection was conducted. The hinges of the jaws were broken. The overall condition of the instrument was very poor. Co was unable to read the lot number which appeared to be either worn off or scraped off. The instrument will be sent to the MFR for evaluation.